Manufacturer narrative:
The customer returned the tb-0535fcs for evaluation. The device was attached to the usg-400/esg-400 and passed the probe check. Both switches were checked and found both switches are functional. No error codes/messages were observed with the device. A visual inspection was performed on the received device; there was a large amount of tissue build up. The ptfe pad (teflon pad) was inspected and found to be severely worn and exposing metal. The distal end of the device was inspected under a microscope and observed charred marks and foreign material/tissue build up. The wiper movement has some minor restriction due to tissue build up. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the reported complaint the cause of the user¿s experience was unable to be determined as there are no signs of error codes/messages with the device. The cause for the worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of teflon damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during a therapeutic total laparoscopic (tlh) procedure, while performing seal and cut an error code u504 probe damaged message was observed with the handpiece. There was no visual damage to the teflon pad or probe unit. No device fragment fell into the patient. The generator settings were 2:1 when the error occurred. The device was inspected prior to use with no anomalies found. The generator connections were also inspected and were found secure. No cable damage was observed. The transducer cords or the cords of any another medical device were not bundled during use. The intended procedure was completed. There was no patient injury reported.